Manufacturer narrative:
The type of investigation has not been determined yet, results are not available.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to establish a bluetooth communication with the device. Using another tablet resolved the issue.

Manufacturer narrative:
Investigation of the returned subject device confirmed the reported event, as the programmer is not able to communicate with ble. Analysis of the provided data confirmed the reported event, no ble communication was possible in the session. No bluetooth adapter error was found, however a windows error is visible. Therefore, the programmer is not able to communicate with windows api. Restarting the programmer will most surely resolve the issue. The main origin of the reported event could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to establish a bluetooth communication with the device. Using another tablet resolved the issue.

Manufacturer narrative:
Correction follow-up report 2: the final report was not attached on the previous report by mistake, please find it attached. Investigation of the returned subject device confirmed the reported event, as the programmer is not able to communicate with ble. Analysis of the provided data confirmed the reported event, no ble communication was possible in the session. No bluetooth adapter error was found, however a windows error is visible. Therefore, the programmer is not able to communicate with windows api. Restarting the programmer will most surely resolve the issue. The main origin of the reported event could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to establish a bluetooth communication with the device. Using another tablet resolved the issue.